Manufacturer narrative:
Product complaint: (B)(4). Date sent to the FDA: 03/05/2020. A manufacturing record evaluation was performed for the finished device number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what was being done when the needle pulled-off (in the package/ removal from package / during passage through tissue¿)? When performing a stitch of hemostasis in the uterus of the patient. Were x-rays taken to locate the needle? No. Was the needle piece removed from the patient during the same procedure? Yes. Was there any patient consequence or injury? No. What is the condition of the patient? Hospitalization and care normal after a caesarean.

Event description:
It was reported that the patient underwent a cesarean surgical procedure on (B)(6) 2020 and the suture was used. When performing a stitch of hemostasis in the uterus of the patient, the suture wire was detached from the needle. The needle piece was removed from the patient during the same procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/08/2020. Additional h3 investigation summary: it was received for analysis three unopened samples of product code v519h, lot pmbbdhqo. During the visual inspection of three samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.